Event description:
Letter from attorney alleges: "I have been retained by the pt concerning a malfunction in his spinal stimulator implant. The device was implanted at a hospital in 1987. It malfunctioned in october 1996 and had to be shut off at another hosp. Due to the malfunction, the pt is now permanently disabled."